Event description:
It was reported that one of the brakes was not functioning on the flexiview 8800 system. There was no report of pt injury.

Manufacturer narrative:
No add'l info provided. If add'l info is provided a followup report will be submitted as required.